Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the syringe was leaking air when trying to inflate the tr band. When the physician noticed that it was not working properly, they had the tech open a new package and used the syringe out of the new package. The tr band worked just fine. There was no blood loss.